Manufacturer narrative:
Batch review performed on 30 december 2022. Lot 182521: (B)(4) items manufactured and released on 18-july-2018. Expiration date: 2023-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 months after the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem and head and the surgery was completed successfully.